Event description:
It was reported that the device had an intermittent short/lines. The customer stated that if he moved the monitor while on the stand, the screen would short out. No pt injury was reported.

Manufacturer narrative:
The reported issue was not confirmed. Several tests were performed over a three day period and no failures appeared. The system operates as intended.